Event description:
It was reported that stent damage occurred. The 83% stenosed target lesion was located in the right vertebral artery. A 4.0mmx19mmx150cm express sd stent balloon expandable was unpacked but it was found that the middle of the stent bulged abnormally. Furthermore, the stent could not cross the 6f guide catheter. The procedure was completed with another of same device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed middle of the stent is sticking up from the balloon and is slightly damaged. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage to the stent.

Event description:
It was reported that stent damage occurred. The 83% stenosed target lesion was located in the right vertebral artery. A 4.0mmx19mmx150cm express sd stent balloon expandable was unpacked but it was found that the middle of the stent bulged abnormally. Furthermore, the stent could not cross the 6f guide catheter. The procedure was completed with another of same device. No complications were reported and the patient status was stable.